Manufacturer narrative:
Concomitant product: product ID neu_ens_stimulator, serial# unknown, product type external neurostimulator. (B)(4).

Event description:
It was reported that a patient had pulled out the lead during the trial. Additional information received reported that the patient had accidentally pulled the lead. It was reported that they had proceeded directly to implant.